Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer's blood glucose was 245 mg/dl, and was addressed by administering a manual injection. During troubleshooting with tandem technical support the touchscreen was cleared by inducing the a button alarm.